Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). A system error (se) 2240 alarm was identified in the log of a returned homechoice device. This complaint is confirmed because the alarm was identified in the event log of a device. The cause was not determined. The disposable was not returned for evaluation and the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 at 2:26 during drain of cycle 3. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.